Event description:
It was reported that insulin is under delivering because it's inserted on a scared tissue site experienced high blood glucose of 208 mg/dl and treated with manual injection or insulin pen. The event occurred on 19 may 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.